Event description:
This complaint is now reportable based on additional information received on (B)(4) 2012. It was reported that during a percutaneous coronary intervention (pci), a guidewire failed to cross the lesion.

Event description:
This complaint is now reportable based on additional information received on (B)(6) 2012. It was reported that during a percutaneous coronary intervention (pci), a guidewire failed to cross the lesion. The lesion was 90% stenosed and located in the left anterior descending artery (lad). The physician used a rotawire and experienced difficulty crossing the lesion. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed that the device fractured.

Manufacturer narrative:
Device evaluated by MFR: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The device received presents damage at distal side. The visual and tactile inspection was performed and the device presents the corewire fractured at 329.5cm from the proximal end. All the outer diameter measurements are within the specifications. The fracture section was sent for analysis. The mechanical failure mode cannot be determined. The wire exhibited a degradation caused by a chemical attack. Spring section exhibited no degradation of the material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Correction - manufacturer name corrected from boston scientific -(B)(4) to boston scientific ¿ (B)(4).